Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following device was also listed in this report: tri press-fit stem 17x150mm; 5566-s-017; m9s49a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
In an email to a stryker employee, patient reported the following: "...my physical condition has progressively relative to my knee of course has gone down hill rather quickly. More specifically, I am at a point whereby I am unable to walk without pain medication and even then, am in excruciating pain and have no idea when and where my knee may choose to "go out"; not have the ability to support my body resulting in a potential fall or requiring me to sit...an x-ray was performed...there appeared to be a "space" between the rod going into my tibia and the bone wall...my surgeon did compare the x-ray to a scan performed in (B)(6) 2016 approx. 14 months prior and the "space" did not exist at that time...."